Manufacturer narrative:
One vamp jr. System was returned for examination. The reported event of "leak at the syringe and soft tubing connection point next to the stopcock" was confirmed. Leakage was detected at the bond joint between the pressure tubing to reservoir stopcock. Red dye solution was manually injected into the vamp system to trace the leak path. Leakage was found occurring across the bond area. No visible damage or defect was observed from pressure tubing and reservoir stopcock. The tubing outer diameter was measured near the point of detachment and found to be within specification. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to use the system, to consider the potential benefits in relation to the possible complications. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. In this vamp jr. System, there is a stopcock that allows the clinician to quickly shut off the line before the point of the leak. In this event, blood backed up into the tubing but there was no information suggesting that blood loss occurred. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported there was a leak at the syringe and soft tubing connection point next to the stopcock of this vamp jr. Kit. This leak caused blood to back up into the arterial line tubing, which ended up having to be discontinued. No patient complications were reported. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
Per root cause analysis performed, it can be concluded that the reported event of leakage issue could potentially be associated with not having the proper execution of the solvent bonding process. It is possible that the operator did not follow the proper instructions in executing the amount of solvent needed. Personnel awareness training was conducted regarding this issue.